Event description:
Our IV tubing gravity administration set has been back flowing excessively on multiple patients over the last week. Last night one of the IV tubing sets snapped off and broke when a nurse was starting a bag of fluids. Lot #: (10) 22069613.